Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient developed granulation tissue at the implant site, which was surgically removed under general anesthesia on (B)(6), 2013. During the procedure, the abutment was removed and a longer abutment was placed.